Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B)(6) 2012 (exact date is unknown). According to the complainant, on (B)(6) 2012, when the physician withdrew the device for replacement, the internal bolster detached. The detached bolster fell into the patient's stomach and it was visually confirmed by the physician. The physician attempted to remove the bolster with forceps however the physician assessed that the patient had a week gastrostoma and this might cause damage. Due to the patient's age an endoscope was not placed to retrieve the bolster. According to the physician the fragment is expected to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B)(6) 2012 (exact date is unknown). According to the complainant, on (B)(6) 2012, when the physician withdrew the device for replacement, the internal bolster detached. The detached bolster fell into the patient's stomach and it was visually confirmed by the physician. The physician attempted to remove the bolster with forceps however the physician assessed that the patient had a week gastrostoma and this might cause damage. Due to the patient's age an endoscope was not placed to retrieve the bolster. According to the physician the fragment is expected to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed feeding port and c-clamp to be closed and medicine port to be open. The external bolster was located at the 3 cm mark and was without issue. The internal bolster was found to be separated from the device and not returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The internal bolster appears to have had been securely molded to the tubing and the device did not present evidence of material degradation during implantation. The bolster failure appeared to have occurred while undergoing shear force during use. Bolster detachment during removal most likely occurred due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.